Manufacturer narrative:
There was no patient involved with this concern. A medtronic representative was onsite to test the equipment. The config file was replaced with a back-up file. The imaging system then passed the system checkout and was found to be fully functional. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that when the imaging system was booted up in the morning, before the day's cases started, it was noticed that it was stuck in the system booting screen. On inspection it was found that the config file was empty. The config file was replaced with a back-up file and the cases were able to proceed without delay.